Manufacturer narrative:
The user facility medwatch received from the FDA does not include a user facility name, contact information, or a serial number of the surgical table subject of the reported event. Inquiries were made to the FDA to gather more information however, the FDA reported that they have provided all allowable information to steris. In review of our complaint database, steris has received no complaints matching the description of the event contained within the user facility medwatch. In absence of the serial number, steris is unable to identify the surgical table subject of the reported event within our service records, or confirm the table subject of the event is a steris 4085 surgical table.

Event description:
Reference medwatch # (B)(4).